Event description:
During procedure the tip of the perclose proglide broke off into the patient's vein. The rfa was preclosed in the standard fashion however due to previous scar tissue the perclose proglide broke in the vessel. This required a femoral cutdown and removal of the foreign body. This did increase the patients procedure and or time.